Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficulty to insert the guide wire could not be confirmed as a proxy 0.038 inch guide wire was backloaded into the sheath with no resistance noted during returned device analysis. A conclusive cause for the reported difficult to insert the guide wire could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a common femoral artery using the preclose technique prior a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostar xl device could not be backloaded over the guide wire. The sutures of two additional prostar xl devices were placed using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed prostar xl sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the prostar xl device and established in the use in the preclose technique. No additional information was provided.